Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the caller questioned if there was a setscrew issue. The high voltage impedance was greater than 200 ohms and the competitor leads were tested and placed back in to the header of the device. The lead measurements tested fine and no obvious loose connection was noted. The device and competitor leads remain in use. No patient complications have been reported as a result of this event.